Manufacturer narrative:
The device was returned to stryker product analysis center (pac) for further investigation. During evaluation at stryker pac, the reported issue was unable to be verified. No device failure was observed and no problem was detected. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.